Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the twist of the camera cable was confirmed. Olympus medical systems corp. (Omsc) determined that the reported event was caused by user's handling. Based on the evaluation result, the load on the camera cable by the user may have caused the device to become defective and liquid to enter the device, resulting in the defective endoscopic image and the scope communication error e216. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus service operation repair center (sorc) due to a defective endoscopic image. Sorc then checked the device and found that endoscopic image defects occasionally occurred as follows due to the internal flooding of the imaging unit of the camera head¿s main body and camera cable. Twenty minutes after the start of the operation test, the scope communication error e216 occurred. Error code e216 means that the communication between the endoscope and video system center has failed. In the operation test the day after the error e216 occurred, the endoscopic image was displayed and disappeared. After that, no endoscopic image defects occurred. There was no report of patient injury associated with the event.